Event description:
As reported by the user facility: on monday (B)(6) 2013, a (B)(6) female pt was found unresponsive on machine approx 25 minutes into treatment. Clinical staff attempted to get a response unsuccessfully. A physician was at the clinic and instructed the staff to start CPR. The pt was taken by ambulance to an area hospital where she died a short time later. The machine was quarantined by staff and they saved all disposables as well as drew lal and cultures on machine. On wednesday (B)(4) 2013, the area biomed supervisor requested that the machine be checked for proper operation because of pt incident.